Event description:
It was reported that the patient presented for lead-to-can abrasion on both leads. Past remote transmissions revealed noise as well. During the explant procedure the superior vena cava tore, requiring an open thoracotomy. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was noted at 6.0-6.4cm from the connector pin, consistent with friction to the device can. External insulation abrasion was noted at 26.5-27.4cm from the connector pin, consistent with friction to another device or feature of the heart. The outer coil was exposed at this location, confirming the field event of noise. The remaining damage found was sustained during the explant procedure.